Event description:
It was reported that a malfunction alarm with code "malf 9" occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and contact support if the issue arises again.